Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose reached 380 mg/dl at the highest. Reportedly, customer believed the occlusions were due to the infusion sets; however, this could not be confirmed. The pump supplies were changed to address the issue.